Event description:
A customer contacted beckman coulter inc. (Bci) in regards to creatinine module overflow. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced and repaired a leaking reagent pump syringe. Fse performed calibration and qc; both passed.